Event description:
It was reported that customer was experiencing high blood glucose level. The high blood glucose level of customer was 28.9 mmol/l. The current blood glucose level of customer was 20.1 mmol/l. It was known that customer was using the insulin pump system within 48 hours of reported incident. Customer was treated manual insulin injection. Insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.